Event description:
It was reported that on 10 november 2023, a 16mm amplatzer vascular plug was selected for an implant for embolization of subclavian artery as part of complex thoracic endovascular aortic repair (tevar) procedure. Plug was unsheathed to subclavian artery via brachial puncture and 6f sheath. Sizing/positioning confirmed, plug well apposed to vessel. Pusher wire turned counterclockwise many times to detach, (could not recall how many times the pusher was turned) but plug would not detach. After some movement back and forth with the pusher wire, plug detached. On later imaging (6 week follow up scan) it appears the plug has partially pushed through subclavian artery. Patient has been discharged and no further comments from surgeon around the device or concerns for the patient except to report unusual findings on post imaging.

Manufacturer narrative:
An event of difficulty releasing the plug from the cable and the plug migrating was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment, to see if there was a device related issue, could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated the case was challenging. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.